Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture which lead to blank display. Customer stated that they had crack on side of the insulin pump. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced. The device will be replaced and returned.